Event description:
The caller alleged discrepant results when repeated test with inratio. The results are as follows: 3.4, 4.4.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 3.4, 4.4, average 3.9, stdev 0.71, %cv 18.13. As per internal procedure rev. 2 the %cv of 20 or less, the criterion is met. The product will not be investigated. The caller denies any change in diet or medicine.